Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a malfunction that the duplicate address was detected. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies were missing from the drawer. When troubleshooting in hardware test application and reseating the row board cable, the cubies would work in hardware test application but not in the application. A field service engineer tried moving drawer boards and reseating all cable connections from the back panel, but this did not fix the issue. The system was turned off, and all three boards, including two control boards and module boards, were replaced, drawer was then reassigned to fix the issue. The system functioned as intended after the field service engineer repaired the device.